Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse replaced a faulty top seal head. Cuvettes were tested for proper top seal and confirmed working as designed. A siemens headquarter support center (hsc) specialist reviewed the event. The cuvette top seal was faulty and was not sealing the cuvettes prior to going into the waste collection bucket. The top seal wears out over time and requires replacement by service when it fails. The customer was performing maintenance near the cuvette waste area when fluid from a non-sealed cuvette splashed in her eye. The service engineer corrected the issue. The cause of the operator getting splashed was due to a faulty top seal head. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
An operator was exchanging the thermal chamber filter on a dimension exl with lm instrument, when she was splashed in the eye with fluid from an unsealed cuvette. The operator washed their eyes and did not experience any symptoms. It is unknown which cuvette the fluid was splashed from or what reagent came in contact with the operator's eye. There are no reports of patient intervention or adverse health consequences due to the operator getting splashed.